Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., d.9. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned wrapped in medical gauze. Solution is dried on the iol. Each haptics is intact with loose fibers. The optic is split/cut in two with loose fibers. The device was not returned. The reporter states that the company t0 iol is replaced with a monofocal iol. The root cause of the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens iol implantation procedure. The patient vision remained poor after surgery. The lens was explanted in a secondary procedure approximately 3 weeks, 2 days after initial implantation and after the replacement of unspecified monofocal lens, the patient vision became good. Additional information has been requested. However, further details have not been received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).